Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was advised to replace the touchscreen; however, it could not be confirmed if the customer replaced the recommended part and if it resolved the reported issue. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
It was reported that the touchscreen had issues. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. Per the diagnostics performed by the engineer, the customer has a v60 and it has a touchscreen issue. The customer was able to successfully complete the touchscreen calibration, but they were still having issues on the top left of the screen. The customer was unable to reset the alarms. The remote support engineer (rse) recommended replacing the touchscreen. The investigation is ongoing.